Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's explant due to infection in november 2024 [ manufacturer report number: 1627487-2025-01165], physician cut he paddle lead and left the cut lead fragment implanted. As a result, surgical intervention took place on (B)(6) 2025, wherein the cut lead fragment was explanted and replaced to address the issue.